Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the last few months they had been having trouble with the controller when trying to charge the implant. Pt clarified the equipment would not find the device or have trouble finding the device so pt would press "recharge" and get passive recharge mode with the numbers the highest they could get, but not be able to get past passive recharge mode. Pt said they would eventually be able to charge the implant, but charging would keep disconnecting itself as well. Pt then said they would keep getting software problem (1-intellis, 2-3.6, 3-58, qf_new). Pt said software problem used to be once a month, then once a week, and now daily and pt just resets the controller when that screen occurs. Pt examined the controller battery compartment and said the pins weren't bent, but two of the pins had lines across the bottom of them. Pt said there was no damage to controller port or recharger cord/plug. The issue was not resolved. An email was sent to the repair department to replace the controller. 2021-10-25: additional information was received. Pt said that they received their replacement controller, however they were still getting the same error that they were getting before the replacement that was documented in this case pt also said that their recharger antenna (rtm) paddle burned while charging their implant and they noticed a hole in the cord by the paddle of the rtm; pt said they were not physically burned and they were just referring to how hot the paddle got. Pt said they noticed this about a week ago when they went to charge their implant. Pss sent email to repair to replace the rtm.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the cable insulation is pulled out from the donut and wires are exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.